Event description:
Ome sheath tip made of ceramic had multiple problems with chipping. Physician asked repair company, sms to apply a tip made of teflon. Sheath was returned with a teflon tip and used on this pt. The physician successfully completed the procedure. Transurethral resection of prostate. When the instrument was removed and inspected, the physician noticed the tip had melted in several areas. Physician stated that there appeared to be no harm to the pt.